Event description:
It was reported, the patient ((B)(6)) is unable to establish communication with her ipg using either the charging system or patient programmer. The issue occurred suddenly. Efforts to resolve this matter with use of a different charging system have proven unsuccessful. The patient is working closely with her implanting physician to determine the next course of action in this matter.

Manufacturer narrative:
This ipg serial number was included in field advisories. Recall 1627487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.